Event description:
It was reported that after a diagnostic left lower leg angiogram, arteriotomy closure was attempted of a moderately tortuous right common femoral artery using a starclose se device. Reportedly, after device deployment, bleeding continued and the leaves of the garage tube had peeled back. The device was removed without problems. Manual arterial compression was applied for fifteen minutes to achieve hemostasis. The patient was reportedly okay. The physician believed the reported issue was caused due to a tight tissue tract; the skin incision was not spread open to accommodate the clip delivery tube set prior to device insertion. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.